Event description:
It was reported that during an attempted left ventricular (lv) lead placement, this catheter caused a dissection, as a result the implant on the left ventricular (lv) lead could not be performed. The physician used a left bundle branch (lbb) lead instead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).